Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the handpiece overheated prior to the procedure. There was no patient or staff impact.

Manufacturer narrative:
Analysis could not verify the customer's complaint of excessive heat because the handpiece came in making a grinding noise in the collet and motor. The handpiece was disassembled and found that the motor was corroded. The device was broken as well. The device was not repaired and was scrapped. (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.